Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that lead integrity alert triggered due to nonphysiologic sensing, and that there was a high number of short intervals and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.